Event description:
It was reported that patient's glucose was rising and did not know why. Stated that they received a line blocked alarm and changed site which was located in the abdomen and found they had a bent cannula. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.